Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 2.5x24mm, 80% stenosed, concentric and progressive target lesion was located in the non-tortuous and moderately calcified distal left anterior descending (lad) artery. The 1.5x20mm maverick 2 balloon was advanced to pre-dilate the lesion. Upon inflation of the balloon the inflation unit would rapidly lose pressure and straining was noted in the proximal lad. The procedure was completed with a 1.5x20mm non-bsc balloon. There were no patient complications reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 2.5x24mm, 80% stenosed, concentric and progressive target lesion was located in the non-tortuous and moderately calcified distal left anterior descending (lad) artery. The 1.5x20mm maverick 2 balloon was advanced to pre-dilate the lesion. Upon inflation of the balloon the inflation unit would rapidly lose pressure and straining was noted in the proximal lad. The procedure was completed with a 1.5x20mm non-bsc balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the balloon material found no tears or holes in the balloon. There was some creasing around the proximal end of the balloon material however, a microscopic examination of the entire length of the balloon could not identify any evidence of a balloon tear or pinhole leak. Several attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).